Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 15mm x 2.25mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, at second inflation, it was noted that balloon was ruptured at 7atm for 30 seconds. There were no damages observed on the device. The device was removed without any problem using the normal method. There were no patient complications and the patient was good post procedure.